Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. Additional info was requested on 12/15/2009, 12/16/2009 and 01/04/2010 by phone, fax and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).

Event description:
A facility reported a pt experienced glare and halos following bilateral intraocular lens (iol) implant surgery. The iol for the right eye has been explanted and replaced with a different model iol; the iol for the left eye remains implanted at this time. Additional info has been requested. There are two medical device reports being filed for this event; this report is for the left eye.